Event description:
It was reported that an ilet user experienced recurrent alert 41 errors associated with the insulin shaft rewind during supply changes, which persisted after multiple restarts, and a replacement device was provided with education on return, data sync, shutdown, and re-registration. Symptoms included no reported adverse clinical effects or changes in blood glucose. Outcomes included continued diabetes management using the user¿s cgm system until the replacement arrived. Investigation included troubleshooting by guided device restarts and logistics tracking of the returned device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.